Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis nurse reported the patient had a loose connection and fluid leak between the adaptor and a baxter extraneal dialysis solution bag during treatment. The patient was reported to have an infection due to the event. During follow up the patient's nurse reported the patient was positive for coagulase-negative staphylococci peritonitis. The patient was not hospitalized for the event. The adaptor was not made available for evaluation.

Manufacturer narrative:
Additional information: clinical investigation in b5 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Clinical investigation: it was reported that this 71-year-old, male, end stage renal disease (esrd) patient using continuous cyclic peritoneal dialysis (ccpd) therapy for renal replacement therapy (rrt) experienced a fluid leak due to a loose connection to the icodextrin bag during ccpd treatment on (B)(6) 2018.the leak was reported to the patients¿ peritoneal dialysis (pd) registered nurse (rn) stating tape was used to maintain the connection. It appears that the leak developed at the junction of the safe lock apd luer lock connector and the icodextrin bag. It was reported that as a result of the leak the patient developed peritonitis. It was revealed that the patient was positive for coagulase-negative staphylococci peritonitis. The patient did not require hospitalization and continues with ccpd therapy. However, the treatment course for the coagulase-negative staphylococci peritonitis is unknown. A temporal relationship exist in relationship to the leak that occurred between safe lock apd luer lock connector and the icodextrin bag during ccpd treatment on 01/08/2018, which may have been the causal agent of the coagulase-negative staphylococci peritonitis experienced by the patient. However, there were no leaks reported between the other bags of solution (delflex) during the treatment. It is likely that the leak that occurred at the juncture of the safe lock apd luer lock connector and the icodextrin bag resulting in a breach of sterility is the causative agent for the occurrence of coagulase-negative staphylococci peritonitis experienced by the patient. No samples were available for investigation.